Event description:
It was reported that during a da vinci hysterectomy surgical procedure, the wires on the large suturecut needle driver instrument were identified as being frayed. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the grip cable was broken at the distal idlers. The cable segment stuck out at the instrument's wrist. The idler pulley spun freely and did not exhibit any damage. The other cables at the instrument's wrist were intact and undamaged. Failure analysis investigation also found visible scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken grip cable could likely cause or contribute to an adverse event, if the malfunction were to recur.